Manufacturer narrative:
Siemens filed initial MDR 2517506-2020-00226 on 29 jul-2020. Additional information (19-aug-2020): the customer provided additional information regarding this event. The customer indicated that the delay in testing patient samples was mitigated as emergency room (ER) samples/patients were diverted for three days for cardiac enzymes testing. The customer declined to provide further information. The instrument is fully operational and customer considers the issue closed. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that flush fluid leaked onto the computer of a dimension exl 200 instrument. Due to this event, the customer powered down the instrument. The customer attempted to reboot the instrument and heard grinding noises and smelled an odor of hot plastic. A ccc specialist advised the customer to power off the instrument and uninterruptible power supply (ups). A siemens customer service engineer (cse) was dispatched to the customer's site multiple times. During these visits, the cse observed liquid underneath the computer, and found moisture inside the computer power supply accompanied by an odor of shorted electronics. The cse inspected the analyzer and found no other signs of damage. The liquid was contained inside or underneath the instrument and did not spill over onto the lab floor. Additionally, the cse replaced the instrument computer and loaded a software version onto the computer, performed a restore from backup, cleared inventory and added new reagent flexes. Then, the cse ran a system check and quality controls, which recovered acceptably. All siemens analyzers are registered with ul and ce listed properties. In order to obtain equipment registration(s), in this case, the dimension exl, was tested for electrical shock and there is no risk of shock due to the ul listed properties (grounding). Siemens further investigated the issue and determined that one of the reagent pumps had disconnected. The cause of this event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the flush tubing disconnected from the solenoid of the dimension exl 200 instrument, which caused flush fluid to leak into the sample carousel area, computer, and wiring harnesses. The customer powered down the instrument. The customer indicated that they heard grinding noises and an odor of hot plastic emitted from the instrument. There were no reports of slips, trips or fall due to the fluid leak as the leak was contained within the instrument. There were also no reports of smoke, sparks, or flames. The leak was cleaned using adequate personal protective equipment. The customer reported that there was a delay in testing patient samples and this delay was mitigated as they sent samples to an alternate facility. There are no known reports of adverse health consequences due to this event.